Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure the patient was woken up from anesthesia and when they were being moved from the catheterization lab table to the gurney they went into cardiac arrest. The patient was attempted to be resuscitated for an hour and a half before it was ultimately decided that they passed away. The watchman closure device had no changes and was still in the laa of the patient during this event. The suspected cause of death is due to a pulmonary embolism.